Manufacturer narrative:
Based on the results of the investigation, the cause of the reported failures was unable to be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the protector of its video cable section was cut, the fiber bonding in the outer tube area (distal end) was damaged, the coverglass of the insertion section was cracked, and the r-unit was broken. There was no patient involvement.